Event description:
It was reported that customer experienced cartridge alarm 20 while using pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through loading new cartridge using proper technique, successfully loaded replacement cartridge, and safely resumed insulin therapy, while original cartridge lot number remained unavailable.